Event description:
It was reported that using a common femoral artery access approach during a procedure of the heavily calcified popliteal artery the 4.0 x 80 mm supera stent was deployed and during removal of the stent delivery system (sds) resistance was noted; the sds was pulled against the resistance and a release of the resistance was felt and the sds was removed from the anatomy and discarded without noted issue. The sheath remained in position and a different unspecified device was attempted to be advanced in the sheath when resistance was met. Additional angiography showed no flow where the stent should be but no visible stent implant at the location. Leaving the guide wire in place the sheath was removed from the anatomy and outside the anatomy it was noted that the stent nose cone was inside the sheath and had detached from the delivery system. Under fluoroscopy the stent implant could not be visualized at the implant location. A 4.0 x 120 mm balloon dilatation catheter (bdc) was used to treat the vessel with good flow noted and no adverse patient effect. The location of the stent implant was not known. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the complaint handling database revealed no other incidents reported from this lot.